Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 a cartridge during bolus delivery. Customer's blood glucose level was not impacted. Contact confirmed new cartridge would be loaded to the pump.